Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 21st, 2023, the user contacted dario to report high blood glucose (bg) readings. Due to the high bg readings, the user reported that she had her a1c and fasting bg level tested, where she received a reading that was approximately 100 mg/dl higher on her dario meter than the results that she received from her a1c and bg test.